Event description:
It was reported to philips that the ECG connector needs repair. There was no patient involvement.

Event description:
It was reported to philips that the ECG connector needs repair. There was no patient involvement.